Event description:
After the completion of a dilation procedure, the wire went through the balloon, they had to remove the wire, balloon and sheath as one unit. Merit inflation was used to inflate the balloon no higher than 4atm. Additional information received from the facility indicated that the patient suffered no adverse sequela associated with the incident. The sample is available and will be sent for evaluation.